Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge change error occurred across multiple cartridges. In addition, it was reported that during the fill tubing process, it took "more insulin to fill the tubing than it typically does." The customer's blood glucose level was 93 mg/dl. Customer declined to further troubleshoot with tandem technical support and reverted to an alternate method of insulin therapy.